Event description:
Back to back results 151 mg/dl on customer's meter vs. 18 mg/dl on nurse's meter and 200 mg/dl on customer's meter vs. 22 mg/dl on nurse's meter. The customer has cerebral palsy and her nurse, mother, and physician have all increased insulin dosage based upon her blood glucose readings. Return requested and replacement was sent.